Event description:
As reported, the patient had a initial left tka on (B)(6) 2010. In approximately 2016, the patient had a revision due to polymer wear and laxity. No other patient information/medical history provided.

Manufacturer narrative:
Pending investigation. 200-02-32 three peg patella 32mm 1769025. 204-04-44 trapezoid tibial tray sz 4f/4t 1588592. 204-34-04 fluted stem extension 40l x 14 mm 1662098. 204-70-00 tibial stem ext. Screw 1712470. 234-02-04 optetrak asy, ps cemented femoral, sz 4, 1628337.

Manufacturer narrative:
H6. Investigation results - the revision reported may have been the result of polyethylene wear and instability as stated in the operative notes. The extent and root cause of the reported polyethylene wear cannot be determined as the devices were not available for evaluation, and pre-revision radiographs and images of the explanted devices were not provided. These devices are used for treatments, not diagnosis. There is no other information available.